Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-18298.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit would not power on. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The manufacturers field service engineer (fse) was dispatched to the site and could not duplicate the customers complaint. No fault found with the device. Device returned to full functionality.

Manufacturer narrative:
(B)(6).